Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification and the customer reported issue 'failed upstream occlusion test' could not be reproduced during evaluation. The reported condition was not verified. Evaluation found the device passing upstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the upstream occlusion test. There was no patient involvement. No additional information is available.